Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported issue. The cause of the reported issue was determined to be due to a failure of diode cr30 on the therapy pcb assembly. The diode was shorted from pins 5 to 9. The device was repaired by replacing the therapy pcb assembly. Following the repair, proper operation was confirmed during functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer reported that the device was displaying the service indicator. Upon evaluation of the device, it was observed that there was a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of cr30 component failures, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that the failure of the cr30 diode is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar cr30 failures will be reported as MDR¿s.